Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned product determined that it was received one needle suture piece that pertained to the product code nw3336p. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. The other section of the suture was not returned for analysis. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent a pilonidal sinus surgery on (B)(6), 2023 and suture was used. During skin closure suture broken. Additional information has been requested.

Manufacturer narrative:
Product complaint: (B)(4). H6: component code: g07002: device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? No. Could you please confirm if the 12 sutures involved in this complaint (6x nw336p, lot #: v2043 and 6x nw336p lot #: v2098) broke during surgery? Yes. Device return status? Sent a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2024-00154, mw# 2210968-2024-00156, mw# 2210968-2024-00157, mw# 2210968-2024-00158, mw# 2210968-2024-00159, mw# 2210968-2024-00160, mw# 2210968-2024-00161, mw# 2210968-2024-00162, mw# 2210968-2024-00163, mw# 2210968-2024-00164, mw# 2210968-2024-00165 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.